Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with a cracked case on display window corners, cracked liquid crystal display window, minor scratches to the display window, broken reservoir tube lip, broken belt clip slot, and cracked battery tubethreads. The insulin pump was also received with stripped battery cap coin slot. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 500 mg/dl. The customer was wearing the insulin pump at the time of admission and was still in the hospital. He needed to get the insulin pump started again but could not remove the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.